Event description:
The report received from the affiliate indicated that the patient had a 55 cm. Optease vena cava filter/jugular delivery implanted for the indication of thrombosis from a peripheral/venous aneurysm. The filter was implanted in the inferior vena cava (ivc) about three (3) below the renal vein via the jugular approach. There was no reported product issue or adverse event reported during the index procedure. Ten (10) days after the index procedure, the patient complained of abdominal pain. A CT scan indicated there was an effusion of blood noted from the ivc where the filter was placed. The patient was anemic, transfused and is now in stable condition. The physician's comment indicated that the barbs of the optease filter may have perforated the ivc. The target lesion was reported to be not calcified/tortuous. There was no attempt made to retrieve the filter. The patient is being followed closely/medically. The patient was in stable condition prior to the reported adverse event.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that the patient had a 55 cm. Optease vena cava filter/jugular delivery implanted for indication of thrombosis from a peripheral/venous aneurysm. The filter was implanted in the inferior vena cava (ivc) about 3cm below the renal vein via a jugular approach. There was no reported product issue or adverse event reported during the index procedure. Ten days after the index procedure, the patient complained of abdominal pain. A CT scan indicated there was an effusion of blood noted from the ivc where the filter was placed. The patient was anemic, transfused and is now in stable condition. The physician's comment indicated that the barbs of the optease filter may have perforated the ivc. The target lesion was reported not to be calcified/tortuous. There was no attempt made to retrieve the filter. The patient is being followed closely/medically. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15445049 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No excursions were found for lot 15445049. No nonconformance records were issued for this lot. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Vena cava injury is a known potential complication of filter insertion and is listed in the IFU as such. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices.

Manufacturer narrative:
The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.